Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant was not working properly. They mentioned that their left arm had been numb for several months, and if they adjust the settings, nothing helps. They had falls about once per month and stated that the falls are related to the therapy. The settings are 3.30 v on the left side and 3.20 v on the right side. All the external equipment was working as intended. They reviewed how to adjust the therapy and patient stated that they increased the left side to 3.40 volts but they did not notice a change. The issue was not yet resolved.